Event description:
It was reported the patient presented to the ER after receiving a vibratory patient notification for the device reaching eri. Premature battery depletion suspected. Device replacement was recommended. The patient was referred to another institution for full system extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.